Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) lot number b02266 implanted on (B)(6) 2014. It was reported that essure coil broke during deployment. Approximately 4 coils were floating in uterine cavity. The doctor was able to retrieve them. Bilateral placement was achieved. The patient had no injury. The product was available to be sent back. No further information was provided. Follow-up information received on 14-oct-2014. No new clinical information provided. Follow-up information was received on 15-oct-2014. Patient's date of birth was amended. This report refers to a (B)(6) female patient. No further information was provided. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure(fallopian tube occlusion insert) and the coil broke during deployment. The event, seen as device breakage, is non-serious and unlisted in the reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage. In this particular case, the coil broke during deployment (malfunction) and 4 coils were floating in uterine cavity. The physician was able to remove them and, after that, bilateral placement was achieved. The patient had no injury. Considering the nature of the event, causality is assessed as related to essure use. Since device breakage (malfunction) was reported, the case is regarded as other reportable incident. A technical analysis and further information are being sought.

Manufacturer narrative:
Follow up 03.nov.2014: ptc investigation results were provided. Final assessment: lot b02266. Production date: feb 2013, expiration date 29-feb-2016. When a term like 4 coils were floating in uterine, cavity is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description or product is returned for investigation. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. As of 10.17.2014, since no product was returned for investigation, we cannot confirm this quality complaint; however, based on the complaint description provided, we are able to conclude that a quality issue is plausible. It is possible during the manufacturing assembly process a small gap was left between the inner coil and inner catheter (they should be butted together during assembly). When the outer coil of the micro-insert is wound down a small portion of the coil can become trapped in the gap. If a device has this issue, when the physician presses the button to release the micro-insert, the outer coil may sever itself as it is being deployed from the catheter. In typical situations, this severing occurs inside the catheter prior to the pieces being deployed from the catheter. The severing of the coils inside the catheter does not pose a significant risk to the health of the patient. Final risk classification risk category iii. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. According to the technical assessment a quality defect was not confirmed but considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. At this point in time, no adverse events have been reported therefore a batch investigation with respect to similar ae cases is not applicable. In summary, as no adverse events were reported at this point in time a causal relationship to a potential quality defect cannot be assessed. The reported usability issue will be subject to post marketing surveillance monitoring. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6)-year-old female patient who had an attempt to insert essure(fallopian tube occlusion insert) and the coil broke during deployment. The event, seen as device breakage, is non-serious and unlisted in the reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage. In this particular case, the coil broke during deployment (malfunction) and 4 coils were floating in uterine cavity. The physician was able to remove them and, after that, bilateral placement was achieved. The patient had no injury. Considering the nature of the event, causality is assessed as related to essure use. Since device breakage (malfunction) was reported, the case is regarded as other reportable incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is being sought.

Manufacturer narrative:
Follow-up received on 14-may-2015: the required number of follow-up attempts has been completed with no response to date. Case considered to be closed. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure(fallopian tube occlusion insert) and the coil broke during deployment. The event, seen as device breakage, is non-serious and listed according to product technical analysis. During difficult insertions, single cases have been reported of essure breakage. In this particular case, the coil broke during deployment (malfunction) and 4 coils were floating in uterine cavity. The physician was able to remove them and, after that, bilateral placement was achieved. The patient had no injury. Considering the nature of the event, causality is assessed as related to essure use. Since device breakage (malfunction) was reported, the case is regarded as other reportable incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information could not be obtained.

Manufacturer narrative:
Follow up information (general questionnaire) received on 03-feb-2016 from physician: the patient had no previous gynecological problems, interventions or concurrent conditions. On (B)(6) 2014, essure was inserted. The lot number used was b02266, with expiration date of feb-2016. The patient was not post-partum at time of the procedure. During the insertion, cervical dilation was performed; no general anesthesia was applied but just analgesia (toradol). The insertion was considered easy with easy visualization of tubal ostium. The fluid loss during hysteroscopy was not more than 1500cc and the procedure did not take more than 20 min. She used loestrin as back up contraception until the confirmation test. On (B)(6) 2015, the hsg (hysterosalpingogram) was done and showed normal result. The physician confirmed all the events and details previously reported. He stated that essure did not cause or contribute to the issue; no perforation occurred. At time of the report, essure was not removed and there was no plan to remove it; no treatment was applied also. The patient was well. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure(fallopian tube occlusion insert) and the coil broke during deployment. The event, seen as device breakage, is non-serious and listed according to product technical analysis. During difficult insertions, single cases have been reported of essure breakage. In this particular case, the coil broke during deployment (malfunction) and 4 coils were floating in uterine cavity. The physician was able to remove them and, after that, bilateral placement was achieved. The patient had no injury and is well. Considering the nature of the event, causality is assessed as related to essure use. Since device breakage (malfunction) was reported, the case is regarded as other reportable incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.